Manufacturer narrative:
Additional manufacuring narrative: other, other text: a correction is being sent because it was discovered that the actual device was not returned to allow for an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., corrected data: d10: from "10/04/2018" to a blank field. The investigation is complete a follow up report will be submitted." To "a correction is being sent because it was discovered that the actual device was not returned to allow for an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted."

Event description:
The customer reported that the device loses connection whenever the handheld is moved and the speaker is not working. No consequences or impact to patient were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the device loses connection whenever the handheld is moved and the speaker is not working. No consequences or impact to patient were reported.